Manufacturer narrative:
Product complaint : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b5, h4 and h6.

Event description:
Added pain and inadequate osteointegration for patient harm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Addendum added 21-august-19. Following receipt of additional information, the complaint was re-opened. A review of the additional information identified no additional investigational inputs requiring further investigation. Therefore, no changes are required to the previous investigation conclusions. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial loosening at bone to implant interface. Rec'd: alert date (B)(6) 2017. Ae received for loosening of the tibial component, right. Event is considered severe. Event is definitely related to device and procedure. Awaiting revision. Update: revision of depuy tibial component has occurred on (B)(6) 2017 due to loosening. Alert date for this information is nov 2, 2017. Doi: (B)(6) 2017; dor: (B)(6) 2017; right knee.